Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the crew attempted to use the ez-io kit on a cardiac arrest and the drill did not work.the patient care was not affected as the crew used the big gun instead.

Manufacturer narrative:
(B)(4). The ez-io g3 driver was returned for evaluation. Upon receipt, the driver was visually inspected. Thermal deformation was observed, indicating the motor was continuously run for an extended period of time. When the trigger was pulled, the driver had no power. The trigger guard was attached and the handle had black marks, indicating it had been stored in the vascular access pack. The shaft was off center, also indicating the driver was stored incorrectly. There is a potential for thermal deformation to occur due to unintentional activation when the driver is stored incorrectly. This condition occurs if the driver is stored in the vascular access pak (vap) bag when the trigger guard is still present. The motor was connected to a power supply and set to approximately 18v. When the trigger was pressed, the red led flashed. The complaint that the driver had no power was confirmed. Based on the results of the investigation, the cause for driver losing power is because the batteries were depleted due to incorrect storage where the trigger was unintentionally activated and the motor continuously ran until the device lost power. Other remarks: the ez-io driver instructions for use states "when storing the vascular access pack (vap) remove the trigger guard to prevent accidental activation of the ez-io power driver." Additionally, there is a flyer provided with each vap bag which provides illustrations showing to remove the trigger guard when storing in the bag.

Event description:
The customer alleges that the crew attempted to use the ez-io kit on a cardiac arrest and the drill did not work. The patient care was not affected as the crew used the big gun instead.

Manufacturer narrative:
(B)(4). A review of the certificate of conformance (c of c) found that the driver passed all release criteria. The device was released in 02/2014 and is approximately 2 years old. No sample was returned for evaluation. Based on the available information, the complaint could not be confirmed and no cause identif ied. If the sample is returned a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the crew attempted to use the ez-io kit on a cardiac arrest and the drill did not work. The patient care was not affected as the crew used the big gun instead.